Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter got stuck in a vessel. During a percutaneous coronary intervention (pci), the physician used a runway guide catheter to provide additional support to a non-bsc guide wire and the guide catheter somehow got stuck in the circumflex artery. The physician had difficulty removing the catheter, and it took time, but it was successfully removed. However, the catheter got kinked during removal. The procedure was not completed due to another reason. No patient complications were reported and the patient's status is stable, but experiencing a "small bit of pain" in the groin area.